Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, a patient of unknown gender and age presented for a microwave procedure of the liver. When the treating physician withdrew the probe to reposition, I t was noted the tip o of the applicator had partially fractured. No piece of the applicator remained inside of the patient. The device was set aside and a new of the same was used to successfully complete the procedure. There was no report of harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for evaluation.